Manufacturer narrative:
The device was returned to the service for evaluation. A leak was noted from the scope¿s biopsy channel. A cut was noted on the scope¿s switch 1. The control knob was inspected and found to be loose with play (ud,rl). The plastic cover was found dented. The light guide was noted to be chipped and to have old glue. The bending section glue was found cracked on the insertion tube and the insertion tube was also cracked. Minor chips and corrosion were noted on the scope¿s control body. The guide tube was found slightly collapsed and the scope connector was chipped. The scope¿s ID chip showed 1036 uses. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: the legal manufacturer presumed the cause of the suggested event that lubricant was discharged from a leaked position of the biopsy channel. According to the investigation results, a similar event at another facility was confirmed, and the assumable cause was reported as lubricant came from the scope. Since a leakage from the biopsy channel of the subject device was confirmed, the lubricant was seemingly discharged from the position of leakage. The cause of a leakage from the biopsy channel cannot be conclusively specified. The legal manufacturer presumed the cause as forcible insertion of an endo-therapy accessory while the bending section was angulated and/or unintentional operation of an endo-therapy accessory inside the biopsy channel. In IFU (reprocessing manual), checking for foreign materials while brushing is described as below. 5.5 manually cleaning the endoscope and accessories brush from the suction cylinder to the distal end of the insertion section. 3. Inspect whether there is debris on the bristles when the brush emerges from the distal end. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. In IFU (operation manual), warning and caution about using endo-therapy accessories are described as follows; 4.3 using endotherapy accessories: warning- when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. When using an injector, be sure not to extend or retract the needle from the catheter of the injector until the injector is extended from the distal end of the scope. The needle could damage the instrument channel if extended inside the channel, or if the injector is inserted or withdrawn while the needle is extended. As a result of reviewing service request order information about repair history of the subject device within one year, the device was repaired on dec. 21, 2020. (Cover replacement) the legal manufacturer confirmed via DHR that the subject device was shipped from the factory in accordance with specifications.

Event description:
Additional information regarding the event was received from the reporter: per the customer, it is believed this issue occurred on (B)(6) 2021. There was no patient injury, infection or medical intervention required. The ink coming out of the scope was possibly spot ink, which is an ink marker used during a colonoscopy. No photos of the substance on the device are available. The substance of the ink was thin. The scope was not cultured. The cleaning and disinfectant used to clean the scope was rapicide. The minimum effective concentration is being checked with every scope. A dsd-201 medivators is being used to reprocess the scope. The serial number was unable to be provided. A single-use brush is being used to brush the inside of the scope channel. The model, manufacturer and lot number was unable to be provided. Pre-cleaning is being performed immediately after a procedure at the bedside. An mu-1 olympus leak tester is being used to leak test the scope. The serial number was unable to be provided. There have not been any issues noted with the automated endoscope reprocessor (aer). There is flushing of air into the endoscope after reprocessing. It is unknown when the last reprocessing in-service was provided. There has not been any change in the reprocessing personnel. All of the reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in a hanging cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. As additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that after the scope was reprocessed and hung a black ink like substance was noted to be leaking from the distal tip of the scope. There was no patient involvement.